Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00241 on 25-aug-2023. Additional information (19-sep-2023): in addition to the service actions mentioned in the initial report, the siemens customer service engineer (cse) corrected the water flow for wash up/down assembly (wud) and dilution tray wash unit (dwud). Siemens further evaluated the event and concluded that the blockage of wud and dwud potentially contributed to the erroneous calcium_2 (ca_2) result, which was resolved by adjusting the vacuum. The customer also provided an example of the variation observed with the lipase results and siemens determined that the results were not MDR reportable. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely elevated calcium_2 (ca_2) result that was obtained on a patient sample and variable lipase results on an advia chemistry 2400 instrument. Quality control (qc) and calibration were valid at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. Maintenance was performed on the instrument. Additionally, the cse decontaminated and primed the instrument. Then, the cse ran calibration and qc. Upon evaluation of the instrument files, siemens determined that the customer did not calibrate the lipase in necessary intervals. The calibration history demonstrated that the calibration interval was exceeded. Siemens recommended for the customer to abide to follow the proper calibration practice and run blanks with water. The cause of the erroneous ca_2 result and variable lipase result is unknown.

Event description:
A falsely elevated calcium_2 (ca_2) result was obtained on one patient sample on an advia chemistry 2400 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). The customer also indicated that they observed variations in lipase results. However, they did not provide patient data. There are no known reports of patient interventions or adverse health consequences due to the erroneous ca_2 result and the variation in lipase results.